Event description:
The large fenestration for the sma (superior mesenteric artery) vessel ended up posterior instead of anterior on final angio.the graft was properly oriented by physician and dm prior to implant. An additional stent was placed in the sma that extended above fixation stent.

Manufacturer narrative:
Device remains in situ and is not available for evaluation. The work order was reviewed and found to be complete and correct. Review of the order form, submitted by the physician, found no evidence the device was not manufactured to specification. As per qc procedure, the device orientation is checked during manufacturing. Imaging confirmed that the graft was deployed posteriorly instead of anteriorly. Review of the angiographic imaging showed that both the left and right renal arteries were successfully stented with blood flow present, and the sma artery was stented from above, with a catheter/guide wire entering through a strut of the proximal exposed stent of the zfen-p device, into the sma artery, achieving blood flow. The patient's iliac anatomy was reported to be very tortuous. The device was orientated correctly prior to insertion, and no difficulty was experienced in stenting the renal fenestrations. Based on the information provided, there is no evidence that the device was not manufactured to specification, and it appears that the most likely cause of the device rotating was the patient's very tortuous iliac anatomy. Prior to insertion of the device, the physician confirmed the graft orientation by checking the anterior and posterior markers under fluoro, ensuring they formed a cross and rotated correctly, indicating that the device was loaded correctly. Additionally, the two small fenestrations for the renal arteries were the same size and situated almost directly opposite each other, resulting in the anterior and posterior sides of the graft appearing identical under fluoroscopy and making it difficult to determine graft orientation during advancement. The position of the renal fenestrations would also have allowed for them to be successfully stented when the device was deployed posteriorly instead of anteriorly. The IFU sent with the device states to check the orientation of the graft prior to insertion and to avoid twisting the graft. (B)(4).

Event description:
The large fenestration for the sma (superior mesenteric artery) vessel ended up posterior instead of anterior on final angio. The graft was properly oriented by physician and dm prior to implant. An additional stent was placed in the sma that extended above fixation stent.